Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25153959 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05feb2021. Device was investigated on 05feb2021. There were signs of clinical use on the jaws. There was no evidence of blood detected. The heater wire was observed to be completely bent and twisted, remaining attached at the base, with disconnection at the tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. A temperature and resistance test could not be performed due to the condition of the bent wire. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent; wire" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 metal wire was separated from jaw prior to use on a patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.